Event description:
An asymptomatic patient presented to the clinic for follow- up with an increase in thresholds and decreased in r-waves. The decision was made to explant the lead.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported event. The electrical characteristics of the lead were found to be normal. Functional testing revealed normal lead characteristics. Visual inspection of the lead revealed no significant anomalies, aside from the physical damaged sustained during the surgical procedure.